Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, an occlusion alarm went off. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated. The functional test results did not show any defect in the downstream occlusion (dso) sensor, so the cause of the occlusion may have been in the cassette or circuit connected to the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.